Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured due to severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon at the distal markerband. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured due to severe calcification. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.